Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (stenosis degree: 90 percent) in the moderately tortuous ostial rca. The orsiro mission was inserted, but the balloon did not inflate in response to the pressure of the indeflator. The pressure did not increase even though pressure was applied to the device. Therefore, the placement of the orsiro mission was abandoned. There was no report on the treatment after that.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded with the balloon shoulders slightly opened. Contrast medium was observed inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon between the x-ray markers and the crimped diameter is still in specification. The distal balloon shoulder shows a damage in the shape of a 0.6 mm long tear directly on the distal end of the distal x-ray marker and a second tear close to the tip. These tears are reaching through the wall of the balloon shoulder, causing a leakage. However, the cause of the damage of the balloon shoulder could not be clarified. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.